Event description:
It was reported as part of the (B)(6) clinical study that a subject is experiencing anterior hip pain with popping. The subject is undergoing continued physical therapy and was given an ilopsoas tendon sheath injection on (B)(6) 2015.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 1601-08132, 132 size 8 secur-fit advanced stem, lot code: mmm9aa. Cat. No.: 542-11-56f, trident psl ha cluster 56mm, t code:mna47t. Cat. No.: 6570-0-436, delta v-40 ceramic head 36/-2,5, t code:47020002. Cat. No.: 2030-6530-1 6.5, cancellous bone screw 30mm, t code:mnlatw. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. A complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
It was reported as part of the secur-fit advanced clinical study that a subject is experiencing anterior hip pain with popping. The subject is undergoing continued physical therapy and was given an ilopsoas tendon sheath injection on (B)(6) 2015.